Event description:
An ICU patient with post gastric bypass had a sizable bleeding ulcer at the anastomosis site. The bleeding site had been clipped before with a clip made by another company. The site began to bleed again. An endoscopy procedure was performed by the physician on (B)(6) 2013 and a cook instinct endoscopic hemoclip was used. The endoscope was in a slightly torqued position. The first clip was placed successfully. The second clip was closed onto the ulcer bed and was positioned on a vessel, but the clip deployment device would not release the closed clip. The clip was unable to be reopened for removal from the tissue. The physician stated it was too risky to simply pull the closed clip off the site, so multiple maneuvers were used in an attempt to facilitate release of the clip from the deployment device. The device was jiggled and tried to open/close again. Extra force was placed on the drive wire by using a kelly clamp. The clip remained closed and would not open and would not release. The drive wire and outer sheath were cut to remove the handle of the hemoclip device. The outer sheath tubing and endoscope were removed from the patient. The drive wire with the clip remained attached to the clipping site inside the patient. The end of the drive wire that had been cut was extending from the patient's mouth and was taped to the patient's cheek. The patient was intubated and sent to ICU until the surgeon was available. Several hours later, the physician and surgeon decided to use laparoscopy and endoscopy to assess and remove the clip's drive wire. The surgeon gained access to the patient via laparoscopy and in doing so felt something click. Then, the physician gained access to the patient via endoscopy. The endoscope was advanced alongside the clip drive wire and in the process, it was determined that the drive wire had been released from the closed clip. The physician and surgeon are not exactly sure when the drive wire released from the clip. The drive wire was removed at that time. The patient was extubated the morning after. The patient did not experience any adverse effects in response to the occurrence with the hemoclip. There was no harm or trauma caused by the hemoclip. The patient's bleeding ulcer was addressed through surgical means. Per the physician, the patient is doing fine now.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use contains the following precaution: "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use contains the following warning- "failure to deploy clip or improper deployment of a clip may require surgical intervention. Wire cutters may be used to cut wire and coil spring." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.